Event description:
It was reported that the ilet user initiated a supply change while on the press-and-hold screen without first rewinding the pump and was not connected to the pump; the agent guided the user through the correct supply change steps to access the rewind function, after which the user completed the process independently using inset 23-inch infusion set, representing a use-of-device problem. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a user error involving incorrect steps during a supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.